Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet, with sensor readings as low as 40¿44 mg/dl and fingerstick confirmation improving to 90 mg/dl after treatment; the device was observed suspending insulin during downward glucose trends, and the user administered oral fast-acting carbohydrates, including glucose tablets and juice, with coaching to avoid overtreatment. Symptoms included sweating and fatigue. Outcomes included temporary functional impairment without loss of consciousness, without ems transport, and without hospitalization. Investigation included review of device data trends and confirmation of glucose via fingerstick, along with user education on hypoglycemia treatment and monitoring. Investigation of this case revealed no device malfunction and was consistent with an adverse event of hypoglycemia of unclear cause while the system was operating as designed to suspend insulin during lows. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.